Event description:
On (B) (6) 2010, pt reported she woke up with a blood glucose reading of 421 mg/dl. Pt stated she was using an infusion set that had been in for 4 days. Pt reported she changed her infusion site and corrected her blood glucose. Advised pt to store her supplies in a room that does not get exposed to humidity or sunlight. The pt did not require assistance from a healthcare professional or second party to address the issue. Sent replacement infusion sets; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.